Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology¿ 90% stenosis and vessel tortuosity). Deformation problem (stent). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology ¿ 80% stenosis and vessel tortuosity). Inherent risk of procedure ¿ (stent deformation). (B)(4).

Event description:
Physician was attempting to implant one endeavor resolute drug-eluting stent to a tortuous lesion in the lad with 90% stenosis. It is reported that the lesion was pre-dilated and the endeavor resolute device was inspected before use with no issues noted. During positioning of the device it is reported that it could not pass the lesion and the stent was noted to be deformed. The physician used a new device (same size) to complete the procedure. No patient complications or clinical sequelae were reported. Evaluation summary: the device was returned for analysis. The distal tip was flared. A number of struts on the 7th and 8th proximal segments were raised and pulled distally. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).